Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory further indicated the criteria for the right ventricular lead integrity alert were met. The analyst noted: 15 non-sustained tachycardia and 2 ventricular fibrillation (vf) episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2013. Six hundred forty nine (649) of 1082 lifetime v-sic occurred since (B)(6) 2013. A lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and v-sic.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, triggering a lead integrity alert (lia) and indicating a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.